Manufacturer narrative:
The complete initial reporter facility name is kitakyushu municipal hospital organization, local independent administrative institution kitakyushu municipal medical center. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inflation valve came off during the pre-test.

Manufacturer narrative:
The reported event was confirmed cause unknown received (3) photo samples. The first photo was a top view of the two way catheter with return syringe. The second photo was a zoomed in view of the bifurcation site where the inflation cap was disconnected from valve. The third photo was of the disconnected inflation cap with batch # ngjx2981. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with all-silicone foley catheter and sample port connector. Visual inspection of the sample noted the inflation cap/inflation port was broken/disconnected from the inflation arm on the returned sample. This does not meet specification per ip7601621, revision 19 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h the complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inflation valve came off during the pre-test.